Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display was missing segments. Customer blood glucose reading was 149 mg/dl. Troubleshooting was performed. Customer stated they used new battery and the insulin pump was never been bumped or dropped. Customer performed self test and there was not missing segments but the display was blurry and flicker sometimes. Customer stated the issue happened during normal use. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit passed selftest and displacement test. Unit was monitored no blurry or flickering display noted. Unit received with minor scratches on lcd window.